Manufacturer narrative:
The reported 2.7 x 15mm nl low profile hexalobe screw was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 2.7 x 15mm nl low profile hexalobe screw (part number 3041-23015-s, batch number 537669) was examined visually to confirm failure. The 2.7mm low profile screw had an exceptional amount of damage to the shaft. The shaft had striations and excessive twisting likely caused from the removal process of the screw. Per complaint notes the surgeon was inserting the screw and the screw broke before seating to the plate. The surgeon "drilled" the screw out which likely is the excessive damage to the shaft. Screws breaking during insertion is caused when encountering increased resistance. The increased resistance may be contributed to encountering dense bones, improper pilot hole depth, or improper surgical technique. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 10. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery that the screw broke off while inserting a low-profile non-locking hexalobe screw. It was also reported the screw was floating a few millimeters above the plate. The surgeon identified the screw through the dorsal cortical bone, then made a skin incision on the patient's dorsal radius to remove the screw by drilling around it with a k-wire. The surgery was completed with another screw to secure the plate after a 15-minute delay. No other adverse patient consequences were reported.